Event description:
It was observed that during the device evaluation, the video system center exhibited lamp light volume decreases, light-emitting diode (led) failure, fan rotation error and failure of the power. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to failure of the light-emitting diode (led) unit, lamp light volume decreases and due to failure of the power, fan rotation error occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.